Event description:
It was reported the patient is deceased and died approximately nine months post implant of the implantable pulse generator (ipg). Attempts for additional information related to the cause of death were made and were unsuccessful.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).